Event description:
Pt presented with a carotid t occlusion. The m1 segment was recanalized with a (B)(4) placed using the coaxial technique with a (B)(4). Only later, a piece of the (B)(4) was confirmed through a CT to have remained in the pt. The physician is still unsure of what happened. Info as of (B)(6) 2010: the patient died. No date of death at this time. This report is associated with MDR 3005168196-2010-00493 and 00494.

Manufacturer narrative:
Penumbra is still collecting info about this event. Once add'l info is available and the device investigation is complete, penumbra will submit a follow-up MDR.